Event description:
The customer called and reported being hospitalized with high blood glucose over 700 mg/dl, diabetic ketoacidosis, and depression. Customer and her physician believed the insulin pump was not working. Troubleshooting was performed with the insulin pump. Multiple large air bubbles were found along the infusion set tubing length. Customer was advised to change the entire set, reservoir and insulin. The customer stated she had had the infusion set in for over a week and it was advised the high blood glucose could be caused by not changing the set. Customer was further advised to change infusion set every three days, monitor blood glucose, and call back if high blood glucose were to persist. At time of this report, customer's blood glucose was 302 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.